Event description:
Left breast implant found to have ruptured. Silicone granulomas were present within the capsule. Scar contracture around both right and left prostheses. Left implant inserted 7/3/86 during symmetry procedure (a right implant was inserted at that time also for breast reconstruction, but was exchanged several times over subsequent years).